Manufacturer narrative:
Correction: the initial MDR submitted on may 02, 2025, was filed inadvertently. No extrusion has reported/occured. The medical device coding code(a) has been updated accordingly.

Event description:
Per the clinic, CT scan imaging revealed that the electrode array was incorrectly placed in the internal auditory canal with ossification of the cochlea. The patient received very little to no benefit and could hear hissing sound from the device. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025 in order to explant the device. The patient was reimplanted with another cochlear device (specific date not reported).